Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient did not wear a mask. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection (inj) 1gram (route, frequency, and duration not reported), amikacin inj 150 milligram (route, frequency, and duration not reported), reflin inj 500 milligram (route, frequency, and duration not reported), fortum inj 500 milligram each bag (route, frequency, and duration not reported), t cifran orally (dosage, frequency, and duration not reported), and flucon orally (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovered or was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.